Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed to be dirt; however, the dirt could not be identified. Additionally, it was likely that physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used made the light guide lens glue peel off, then moisture invaded and corroded. A root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "detection method is described in tjf-q190v operation manual 3.3 inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside of light guide lens. There were no reports of patient involvement.